Manufacturer narrative:
Investigation summary bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for fibrin was observed. Additionally, 100 retention samples from bd inventory were visually inspected an no issues were observed. Complaints for sample quality are under statistical control for the month of december 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode fibrin. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported during use of bd vacutainer® sst¿ ii advance plus blood collection tubes, an unspecified number of tubes(10%) exhibit fibrin after tubes are centrifuged. There was no health impact or consequences reported.

Event description:
It was reported during use of bd vacutainer® sst¿ ii advance plus blood collection tubes, an unspecified number of tubes(10%) exhibit fibrin after tubes are centrifuged. There was no health impact or consequences reported.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4: medical device lot #: 4198930. D4: medical device expiration date: 31-jan-2026. H4: device manufacture date: 16-jul-2024. D4: unique identifier (UDI) #: (B)(4). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.